Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure® micro-insert had migrated out of her fallopian tube and had perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: moved into uterus") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no any caused that allege to the essure birth defect. Concurrent conditions included cholecystectomy, birth control (essure occlusion confirmed) since (B)(6)2011, bleeding breakthrough, tubal ligation, pollen allergy, increased appetite, endometrial ablation, florid follicular conjunctivitis, endometritis, perineal pain and cystoscopy (and minilaparotomy.). Concomitant products included lubiprostone (amitiza) since 2012 for constipation, bupropion (wellbutrin) since 2012 for depression and anxiety as well as lubiprostone from 2012 to 2013. On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced constipation ("constipation/gastrointestinal or digestive system condition type: severe constipation.") And dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2013, the patient experienced depression ("depression"). On (B)(6)2013, the patient experienced anxiety ("anxiety"). On (B)(6)2015, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain when not menstruating/pain,"). On(B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On(B)(6)2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6)-2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), endometriosis ("endometriosis"), fatigue ("fatigue"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain/severe abdominal cramping, when not menstruating"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("prolonged and abnormal menses/ abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal distension ("abdominal bloating and gas"). The patient was treated with surgery (hysterectomy with bilateral salpinogectomy) and surgery (hysterectomy with bilateral salpinogectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, endometriosis, constipation, fatigue, anxiety, depression, back pain, abdominal pain, menorrhagia, vaginal discharge, dyspareunia and abdominal distension was resolving, the device expulsion, weight increased, weight decreased, nausea, migraine, headache, uterine haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: postoperatively, the plaintiff was advised by doctor that, during surgery, her pelvic organs, including her fallopian tubes and uterus, were all found to be severely inflamed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. On july-2016, pelvic ultrasound noted she had developed endometriosis, and further, that the right essure micro-insert had migrated out of her fallopian tube and had perforated her uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality-safety evaluation, update of FDA codes, addition of ptc global number reference. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure® micro-insert had migrated out of her fallopian tube and had perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic inflammatory disease ("doctor found that my pelvic organs, including my fallopian tubes and uterus, were severely inflamed."), device expulsion ("migration of essure device location of device: moved into uterus") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 774400) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no any caused that allege to the essure birth defect. Concurrent conditions included cholecystectomy, birth control (essure occlusion confirmed) since (B)(6) 2011, bleeding breakthrough, tubal ligation, pollen allergy, increased appetite, endometrial ablation, florid follicular conjunctivitis, endometritis, perineal pain, cystoscopy (and minilaparotomy.) And body mass index normal. Concomitant products included lubiprostone (amitiza) since (B)(6) for constipation, bupropion (wellbutrin) since (B)(6) for depression and anxiety as well as lubiprostone from (B)(6) to (B)(6). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced constipation ("constipation/gastrointestinal or digestive system condition type: severe constipation.") And dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain when not menstruating/pain,"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), endometriosis ("endometriosis"), fatigue ("fatigue"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain/severe abdominal cramping, when not menstruating"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("prolonged and abnormal menses/ abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), abdominal distension ("abdominal bloating and gas"), uterine inflammation ("doctor found that my pelvic organs, including my fallopian tubes and uterus, were severely inflamed.") And salpingitis ("doctor found that my pelvic organs, including my fallopian tubes and uterus, were severely inflamed."). The patient was treated with surgery (hysterectomy with bilateral salpinogectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, endometriosis, constipation, fatigue, anxiety, depression, back pain, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia and abdominal distension was resolving, the pelvic inflammatory disease, device expulsion, weight increased, weight decreased, nausea, migraine, headache, uterine haemorrhage, vaginal haemorrhage, uterine inflammation and salpingitis outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, salpingitis, uterine haemorrhage, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: postoperatively, the plaintiff was advised by doctor that, during surgery, her pelvic organs, including her fallopian tubes and uterus, were all found to be severely inflamed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2016, pelvic ultrasound noted she had developed endometriosis, and further, that the right essure micro-insert had migrated out of her fallopian tube and had perforated her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received- new event "doctor found that my pelvic organs, including my fallopian tubes and uterus, were severely inflamed" was added. Outcome of the event "dysmenorrhea" was updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure® micro-insert had migrated out of her fallopian tube and had perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: moved into uterus") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 774400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no any caused that allege to the essure birth defect. Concurrent conditions included cholecystectomy, birth control (essure occlusion confirmed) since (B)(6) 2011, bleeding breakthrough, tubal ligation, pollen allergy, appetite disorder, endometrial ablation, florid follicular conjunctivitis, endometritis, perineal pain and cystoscopy (and minilaparotomy.). Concomitant products included lubiprostone (amitiza) since 2012 for constipation, bupropion (wellbutrin) since 2012 for depression and anxiety as well as lubiprostone from 2012 to 2013. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced constipation ("constipation/gastrointestinal or digestive system condition type: severe constipation.") And dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain when not menstruating/pain,"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), endometriosis ("endometriosis"), fatigue ("fatigue"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain/severe abdominal cramping, when not menstruating"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("prolonged and abnormal menses/ abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal distension ("abdominal bloating and gas"). The patient was treated with surgery (hysterectomy with bilateral salpinogectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, endometriosis, constipation, fatigue, anxiety, depression, back pain, abdominal pain, menorrhagia, vaginal discharge, dyspareunia and abdominal distension was resolving, the device dislocation, weight increased, weight decreased, nausea, migraine, headache, uterine haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: postoperatively, the plaintiff was advised by doctor that, during surgery, her pelvic organs, including her fallopian tubes and uterus, were all found to be severely inflamed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On july-2016, pelvic ultrasound noted she had developed endometriosis, and further, that the right essure micro-insert had migrated out of her fallopian tube and had perforated her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records documents received, medically confirmed, new reporter, patient demographic information, relevant history, lab data, lot number, new event abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression and anxiety, nausea, dysmenorrhea (cramping), perforation (fallopian tube(s)), weight gain / loss specify which, fatigue , gastrointestinal or digestive system condition type: severe constipation and abnormal uterine bleeding were added.the event pain and dyspareunia (painful sexual intercourse) clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure® micro-insert had migrated out of her fallopian tube and had perforated her uterus") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain when not menstruating"), back pain ("severe back pain"), the first episode of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged and abnormal menses"), the second episode of abdominal pain ("severe abdominal cramping, when not menstruating"), abdominal distension ("abdominal bloating and gas"), constipation ("constipation"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, back pain, menorrhagia, the last episode of abdominal pain, abdominal distension, constipation, fatigue, dyspareunia, depression, anxiety, vaginal discharge and endometriosis was resolving. The reporter considered abdominal distension, anxiety, back pain, constipation, depression, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: postoperatively, the plaintiff was advised by doctor that, during surgery, her pelvic organs, including her fallopian tubes and uterus, were all found to be severely inflamed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. On (B)(6) 2016, pelvic ultrasound noted she had developed endometriosis, and further, that the right essure micro-insert had migrated out of her fallopian tube and had perforated her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.